Event description:
The customer reported a small fluid leak and vacuum under limits error involving unicel dxc 600i synchron access clinical system. The customer noted the fluid leak appeared to be originated from the overflowing pipettor wash tower. The customer had on personal protective equipment (ppe) and cleaned the liquid with paper towels according to the laboratory's exposure control/risk management plan. There was no report of patient results being impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the vacuum pump and performed vacuum pump test successfully. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications, and system validation was documented in the customer's quality control (qc) record. The unit conformed to the manufacturer's performance specifications. (B)(4).